Manufacturer narrative:
Footboard.

Event description:
It was reported by service report that the footboard was not working. It is unknown if there was patient involvement or if there are adverse consequences to report.